Event description:
Customer reported a smartsite extension set leaked when the nurse attached it to the vascular access device. Blood refluxed out of the valve. The product was discarded by the customer. No pt harm or medical intervention required. The customer states no further event/pt info is available.

Manufacturer narrative:
(B)(4). The customer complaint of a leak could not be confirmed. The set was discarded by the customer. The root cause of the failure was not identified.